Event description:
On (B)(6) 2012, a physician's assistant reported that the patient had a recent increase in seizures this past weekend. The patient had 3 seizures and her seizures have previously been controlled with medications and vns. It was unknown if the increase in seizures was above or below pre-vns baseline levels because the patient was under the care of another physician prior to being implanted with vns. There have been no recent changes in medications or lifestyle. The patient's current settings are output=2.25ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=3min. A normal mode diagnostics test showed results within normal limits and the intensified follow-up indicator was flagged as "yes" therefore the batter has depleted >8% to 18%. Due to the patient's recent increase in seizures the patient was referred for prophylactic battery replacement. Attempts were made for further information from the physician but no additional information was received. Although surgery is likely, it has not yet occurred.

Event description:
Additional information was received on (B)(6), 2012 when the physician reported that the intensified follow-up indicator (ifi) was flagged as 'yes' when the increase in seizure frequency occurred. The patient has been referred for battery replacement and the medications have been increased for now. No further information was provided. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Results of bench diagnostic testing indicated the device was operating properly with near eos=yes. The data in the memory locations revealed that 119.305% of the battery had been consumed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage value stored within the generator (2.625 volts) suggests an ifi battery partially depleted condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the vns patient underwent prophylactic battery replacement that day. The generator was returned for product analysis on (B)(6) 2012, that is still underway and has not yet been completed.